Manufacturer narrative:
(B)(4) date sent: 7/24/2024 d4 batch #: a9cn97 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary:  the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.  Visual analysis of the returned sample determined that the device was returned with the blade broken inside of the tube not returned. In addition the clamp arm is damaged from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. During functional testing on gen11, an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect, the broken blade was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed.  A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached  as to how the blade crack issue occurred. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure the device stopped working. Patient did not experience any adverse consequences.